Manufacturer narrative:
Product event summary: the device was returned analyzed and no anomalies were found.

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, after four re-positioning attempts, the physician tried to perform contrast in order to locate the catheter position, but it was impossible. Physician decision to remove the implantable pulse generator (ipg) and delivery catheter and discovered a clot on the end of the catheter. Attempt to remove clot was impossible. It was also reported that device exhibited unacceptable pacing thresholds, and inadequate r-wave sensing. The physician decided to replace the system with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.